Manufacturer narrative:
No event date information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. It was reported the patient may need his ins replaced in 2018 because this ins is going down quickly and eri had already came up. The patient stated he is on high settings and medication due to dystonia and without it, his neck would be twisted and turning. No symptoms or complications were reported or anticipated.